Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unable to see specific patient details in all the pyxis station. A technical support specialist had conformed the user dialed in, updated the station inactivity timeout to 30 days from 15 days, and confirmed the patient appeared on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es unable to see specific patient details in the pyxis station. The patient was a baby in the nicu unit that had been there for sometime and receiving meds from the station. Then all of a sudden the patient dropped off and no medication could be removed in a timely manner. The nursing staff attending the patient was now having to call the pharmacy and have the meds brought up to the floor there were no adverse events or injuries reported based on this incident.